Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred approximately one minute into a patient¿s hemodialysis (hd) treatment. Blood was visually observed on the outside of the dialyzer filter. The machine, a fresenius 4008s, alarmed with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. No defects were identified on the dialyzer prior to use. However, after the blood leak occurred, broken fiber membranes were identified. The treatment was immediately stopped following the event. The patient completed their treatment after being re-setup with new supplies on a different machine. The patient¿s estimated blood loss (ebl) was approximately 50 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.